Event description:
Boston scientific crm received info that this chronic 430-07 right ventricular (rv) lead was found to have an insulation break during device replacement procedure. The insulation on this rv lead was repaired, and this lead was inserted into the rv port of the new device. A new 4088 rv lead was implanted, and was inserted into the right atrial (ra) port, but will pace in the rv, this is due to the pt being pacer dependant. The atrial ventricular delay was set at 100ms, and the 430-07 will pace if the 4088 lead does not. To date, no adverse pt effects were reported.

Manufacturer narrative:
Not returned. As the product remains in service. It will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional info related to this event available, to the company at this time. If additional info becomes available, the event will be updated as necessary.